Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer will revert to an alternate pump or an alternate method of insulin therapy.